Event description:
An incident was reported where a malfunction with code "malf 12" occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer opted to keep the pump, perform a software update, and was advised to call technical support if the issue recurs.